Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that the product broke during use. All broken pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: microfracture was being carried out in a knee arthroscopy procedure using the microfx instrumentation. The microfx ocd drill bit broke at the distal end into to 2 pieces, leaving other small bits of metal debris within the joint. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on drill, running drill in reverse, drill is started/stopped while in bone, or hard bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the product broke during use. All broken pieces were retrieved and the procedure was completed successfully.